Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Supply changes were performed resolving the past occlusions. During troubleshooting for the current occlusion, a new cartridge was loaded and the pump performed as intended. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.